Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On the (B)(6) 2024 around 6:00 pm, the patient was at her house with her husband when she suddenly had convulsion (seizures). Her husband called paramedics. The paramedics took a bg reading which was below 20 mg/dl and the cgm reading was 70 points higher (the patient couldn´t remember the exact number). The patient was enough conscious to drink, so the paramedics treated her pineapple and apple juice . The patient´s husband took her to the emergency room and the nurses confirmed that her dexcom reading was inaccurate (no values reported at this time). The patient was not treated with any medication at the hospital since her readings had increased . The patient was discharged the same day. At the time of the report the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.